Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -12.5 diopter, was implanted into the patient's left eye (os) on (B)(6) 2022 as a replacement lens to correct low vault but it did not resolve the problem, the reporter stated "the vault was still low". For status of the eye (signs/symptoms) "ok" was reported. Per updated information the reporter stated " the visual acuity is 20/20, the vault value is 165 and the lens is tranparent. Although the vault is a bit low, it is relatively stable. The doctor is still observing". If additional information is received a supplemental medwatch report will be submitted.